Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "exploration or drainage of abscess", ¿cellulitis¿ and ¿turbid appearance fluid upon entry into breast cavity¿.

Event description:
Healthcare professional reported "mastotomy with exploration or drainage of abscess, deep." Healthcare professional later reported "cellulitis" and "turbid appearance fluid upon entry into breast cavity." Record is for right side. Device has been explanted.